Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) analyzed the system and confirmed that wireless footswitch was not charging and wifi and battery signal flashing red. Per the information collected, the wireless footswitch did not connect to its base station. The connection was re-established and the connection failure in the wireless footswitch has been resolved with a software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022)/ field safety corrective action (2021-igt-bst-020). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless foot pedal was not charging when connected to the charger. The wifi and battery led indicators were flashing red. No harm has been reported to philips. Philips as started an investigation of this complaint.